Manufacturer narrative:
D5,6; h3,4,6; g4:added additional info, info not available, device not returned for analysis.

Event description:
Received notification 10/11/96, of a pending lawsuit. Alleging that he negligently applied a stapling device across the right ureter. Pt requried reoperation and treatment for infection. It does not appear that the device contributed to the injury. No indication of co being added as a defendant in this lawsuit.